Event description:
It was reported by the user that an ilet bionic pancreas generated an "alert 67" indicating vbuck boost over/under voltage, followed by a force restart via the mobile app and a completed firmware update, after which the same alert reoccurred. Investigation included review of device error alerts and guided troubleshooting with firmware update and restart. Further investigation of this case revealed recurrence of the voltage-related alert after restart and update, indicating a persistent internal hardware fault. There was no user reported clinical symptoms and no adverse physiological effects, with blood glucose reported at 138 mg/dl. Outcomes included replacement of the device and continued glucose monitoring with the user¿s cgm until replacement setup was completed. The device was replaced and the user successfully set up the replacement with a dexcom g7 and resumed insulin delivery. It was concluded that, based on previously established findings for similar reports, the device experienced a hardware malfunction necessitating replacement, with no reported patient injury or medical intervention.